Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed-up with the initial reporter of the user facility medwatch (ufmw) reports and obtained the following additional information: all events reported in ufmw reports (B)(4) (MFR report numbers 2955842-2020-10519, 2955842-2020-10520, and 2955842-2020-10518), (B)(4) (MFR report number 2955842-2020-10517), and (B)(4) (MFR report number 2955842-2020-10916) occurred with the same surgeon. It was indicated that this the site is ¿checking with all users to see if [there is] any feedback.¿ no other continuities have been noted across the events. The same lot number (lot# m90191117) was noted in the events reported in (B)(4) (MFR report numbers 2955842-2020-10519) and (B)(4) (MFR report number 2955842-2020-10517). This contact confirmed that none of the instruments will be returned. ¿there was no harm to the patient in any of the reported events. There was no part of the device that was retained by the patient in any of the reported events.¿ ¿yes, in each instance, the procedure was successfully completed robotically.¿ ¿yes, the instrument was used with the ethicon hand piece (model hp054) and the ethicon endo-surgery generator g11 (model gen11).¿ ¿no additional information on the state of the generator/tones were reported by the user. ¿(B)(6) hospital does not release video per policy and for patient privacy law compliance.¿ the instrument was never used on cartilage, bone, or hard objects. The instrument was never used for contraceptive tubal occlusions. The instrument was used through the standard 8mm cannula. ¿the instrument was not cleaned intraoperatively before the break but in all instances happened early in the case.¿ the self-test was performed outside of the patient. ¿no issues were identified during the self-test. Per protocol, if there had been, it would not have been used.¿ no resistance was noted by the user before the instrument was removed. The surgeon was always informed of instrument removal and the jaws were closed prior to instrument removal per protocol. No other tools were used than the supplied single-use wrench for assembly/disassembly of the instrument. ¿the jaws were closed when inserting/detaching per protocol.¿ there was no attempt to bend/sharpen the blade.¿ ¿pressure was not ever applied between the blade and clamp arm without having tissue between them.¿ ¿the instrument was not activated for a prolonged period of time against a solid surface.¿ ¿the instrument was not reprocessed before use.¿ an image was provided of the instrument post breakage. The picture depicts a harmonic ace instrument with a broken blade. The missing fragment(s) are not visible in the pictures. No other abnormalities or issues are visible in the photo.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not be receiving the harmonic ace instrument in order to perform failure analysis, based on what the customer stated. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history did not identify any other complaints related to this instrument. No image or video clip for the reported event was submitted for review. A review of the instrument log for the product associated with this event shows that the harmonic ace instrument was used on (B)(6) 2020 on system (B)(4) . This is a single use instrument. Harmonic ace - pn 480275-08; lot # m90191103-0227. This complaint is being reported based on the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the harmonic ace blade fell inside the patient. The fallen harmonic ace blade was retrieved during the same procedure, and at this time it is unknown what caused the breakage to occur. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument broke inside the patient. The fragment was retrieved with a grasper. There was no patient injury. The procedure was completed robotically using a back up instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was retrieved with a grasper during the same procedure and the fragment was intact. The surgeon believed that the issue occurred because of device malfunction or manufacturing issue. The instrument was inspected prior to use and there was no damage. The instrument was in use for approximately two hours prior to the issue. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was removed during the procedure and the wrist was straightened prior to removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. There was no damage to the cannula and it passed the drop test. There was not any other damage to the instrument other than this issue. The surgeon was performing a dissection when the fragment fell into the patient. There was no patient injury. It is unknown, if the patient returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument allegedly gave a jaw pressure alarm during the surgical procedure. No photographic images of the device(s) or a video recording of the procedure available for isi review. Initially the site mentioned that the instrument will be returned for intuitive surgical, inc. (Isi) evaluation. Later, the robotic coordinator informed they will not be returning the instrument for isi evaluation. On 09/04/2020, intuitive surgical, inc. (Isi) received mw user facility report (B)(4) stating: when using the robotic harmonic scalpel with the harmonic scalpel generator, the blade sheared of and had to be retrieved from the patient during the procedure. The harmonic scalpel handpiece settings were 3 and 3. All fragments were retrieved, and no harm was noted to the patient. The instrument was inspected prior to use. What was the original intended procedure? Robotic assisted whipple surgery (harmonic scalpel use for gallbladder resection). What problem did the user have (check all that apply device failed (e.g. Broke, couldn't get it to work, stopped working).